Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilation. However, during procedure, the balloon was separated from its shaft in the guide catheter. The physician easily removed the separated balloon catheter and the procedure was completed with a different device. No patient complications were reported.